Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the filter was implanted due to pulmonary embolism (pe) prophylaxis and the patient could not be anticoagulated at that time. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to: ivc filter was removed but a strut of the filter had fractured and became embedded in the wall of the ivc. Attempts were made to remove the fractured strut, but the doctor was unable to remove it. The fractured and embedded strut poses an increased progressive risk of migration causing serious injury and death. Per the patient profile form (ppf), the patient reports filter fractured and migration of fractured strut(s), and an attempted but unsuccessful removal surgery of a fractured strut. The irretrievable fractured strut is embedded in the posterior caval wall and subjects the patient to the risk of future and progressive failure including occlusion, thrombosis migration, embolization of the fractured strut and even death. The patient symptoms and injuries include but are not limited to, a fracture strut of the ivc filter is embedded in the posterior caval wall and it is irretrievable. Patient reports stress and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As per the legal brief, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to: ivc filter was removed but a strut of the filter had fractured and became embedded in the wall of the ivc. Attempts were made to remove the fractured strut but the doctor was unable to remove it. The fractured and embedded strut poses an increased progressive risk of migration causing serious injury and death. The patient is forced to live with the possibility that complications can happen at any moment which has led to severe fear, stress, anxiety and loss of enjoyment of life. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages. The following additional information was received per the patient¿s implant records: the filter was implanted due to pulmonary embolism (pe) prophylaxis as the patient had experienced pulmonary embolism but could not be anticoagulated at that time. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately sixteen years and nine months post implantation. The patient reports filter fractured and migration of fractured strut(s), and an attempted but unsuccessful removal surgery of a fractured strut. The irretrievable fractured strut is embedded in the posterior caval wall and subjects the patient to the risk of future and progressive failure including occlusion, thrombosis migration, embolization of the fractured strut and even death. The patient symptoms and injuries include but are not limited to, a fracture strut of the ivc filter is embedded in the posterior caval wall and it is irretrievable. The fractured filter strut poses a progressive risk of migrating and perforation surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications, serious injury and death. Patient is forced to live with the possibility that these complications can happen at any moment which has led to severe fear, stress, anxiety and loss of enjoyment of life.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to: filter was removed but a strut of the filter had fractured and became embedded in the wall of the ivc. Attempts were made to remove the fractured strut but the doctor was unable to remove it. The fractured and embedded strut poses an increased progressive risk of migration causing serious injury and death. The patient is forced to live with the possibility that complications can happen at any moment which has led to severe fear, stress, anxiety and loss of enjoyment of life. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The reported event does not note implantation or attempted removal of the device. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As per the legal brief, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, and/or wrongful death to the patient, including, but not limited to: ivc filter was removed but a strut of the filter had fractured and became embedded in the wall of the ivc. Attempts were made to remove the fractured strut but the doctor was unable to remove it. The fractured and embedded strut poses an increased progressive risk of migration causing serious injury and death. The patient is forced to live with the possibility that complications can happen at any moment which has led to severe fear, stress, anxiety and loss of enjoyment of life. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages.